Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging high blood glucose readings. The patient's mother claimed that starting in (B)(6), the patient has been having blood glucose (bg) readings from the mid 200s to 500s mg/dl. At the time of the high bg readings, the patient complained of headaches and stomachaches; symptoms she associated with hyperglycemia. The patient's mother reported that when reviewing the pump history, she found that not all boluses delivered via the pump had registered in pump's history. The reporter stated when a school nurse attempted to give the patient an 11 unit bolus on (B)(6) 2011 during lunch, it did not register. That same day, when the patient arrived home, the reporter claimed she attempted a 2 unit air bolus via the pump to confirm if insulin was being delivered. The reporter confirmed that insulin appeared to come out of the tubing; however, the bolus did not register in the pump's history. While troubleshooting with animas, the patient was disconnected from the pump and the reporter gave an air bolus of 0.7 units via ezbg; however, it also did not register in history.